Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the duplicate address had been detected. A field service engineer checked the station and found duplicate addresses for the pockets. Diagnostics were run, and the station was shut down. The row board cables were reseated, and the system was rebooted. Functionality was tested, and the issue was resolved. The pharmacy successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, duplicate address had been detected. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.